Manufacturer narrative:
Updated: g2 (report source), h6 (type of investigation, investigation findings, investigation conclusions). The device involved in this case was not received for evaluation since it was discarded at the hospital. Further evaluation was performed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction as electrical and leak test, manufacturing continuous monitoring sampling and qa sampling inspection. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed, and therefore no actions could be planned.

Event description:
As reported, during use in patient of this disposable pressure transducer (dpt) with a philips monitor, the pressure values displayed were inaccurate (38mmhg) and not reasonable. No error message was displayed. A second dpt was used to solve the issue and the values provided were correct (68mmhg). Patient did not receive any treatment due to the incorrect values provided. There was no allegation of patient injury.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.